Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the previously deployed stent causing the reported device damaged by another and subsequent material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the proximal lesion in the coronary artery was treated with a stent. Afterwards, they were able to visualize the more distal lesion after they treated the proximal lesion. The 2.5 x 38 mm xience sierra stent delivery system (sds) was inserted distal to the newly deployed stent in the coronary artery. When the 2.5 x 38 mm sds was inflated, it would not hold pressure at all. The sds was easily removed from the patient without incident. It was suspected that the sds balloon became damaged from the proximally deployed stent as there was no vessel calcium reported. Another same size xience sierra stent was inserted past the proximal stent and deployed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.